Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ the day of implant. It was reported that the tunneling adapter would not be returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant process, while tunneling the driveline through the subdermal tissue, one plastic wing of the tunneling adapter broke off and was lost in the thorax. The nurse found and recovered the broken piece of the adapter in the thorax. The patient did not experience any adverse sequelae. No additional information was provided.

Manufacturer narrative:
The tunneling adapter was retained by the hospital and was not available for evaluation. The report that one of the plastic wings of the tunneling adapter broke off during the implant procedure could not be confirmed through this evaluation. According to the account, the broken wing was found and removed from the patient''s thorax. The heartmate 3 lvas instructions for use (IFU) describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection a review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.